Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed a dim, faded, discolored display. Unrelated to these issues, a pump case crack was found near the bottom right corner of the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed a dim, faded, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2016.